Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: switches 1 and 2 were intermittently not working and failed water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image due to broken camera. Additionally switches 1 and 2 were intermittently not working due to faulty switch button and failed water leak test was due to crack in connector. The cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had broken and with blurry image. There were no reports of patient harm.